Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on an unknown date.according to the complainant, the patient experienced serious bodily injuries, extreme physical and mental pain, urinary incontinence, erosion of body tissue, additional surgery and other injuries.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.